Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure it was found that the patient had high impedances on some contacts when ipg was being connected. As a result patient may be awaiting surgical intervention to address the issue. At a later date.